Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is likely that the distal sheath of the delivery system was entrapped or bent in the mildly calcified and 95% stenosed anatomy such that the ratchet was unable to properly/fully engage the stent resulting in reported activation/deployment failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with mild calcification, no tortuosity and 95% stenosis. The vessel diameter is 7.5 mm confirmed with intravascular ultrasound (ivus) and the vessel was prepared with a 7 mm balloon at 12 atmospheres for 30 seconds. The 7.5x60 mm supera self expanding stent system (sess) was advanced to the lesion via a contralateral approach and deployment was started. The device released about 2 cm of the stent but would not deploy any more. Slight torque was applied to the shaft and an attempt was made to slide the thumbslide but the stent still did not deploy. The device was removed with the stent without issue and a new supera sess was used to complete the procedure. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.